Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens (iol)implantation surgery, the top haptic of pre-loaded lens was backwards and did not advance correctly. Additional information was received stating that there was no patient harm.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint could not be observed. Intra ocular lens (iol) was returned outside of the device. The device was received loose in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced into the nozzle tip. No damage observed. The lens was returned outside of the device. Solution is dried on the iol; there is a cut/split from the optic edge to the center of the iol. One haptic is torn/cut and is returned. The other haptic is intact. The product investigation could not identify the root cause for the reported complaint "top haptic of pre-loaded lens was backwards, in/out, " as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).